Manufacturer narrative:
Results: outer base tube weldment.

Event description:
It was reported by service report that the weld on the foot end of the right outer base tube weldment was broken. No patient involvement or adverse consequences are reported.